Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and unconsciousness on (B)(6) 2020 with blood glucose of over 1000 mg/dl and current blood glucose is 348 mg/dl. The customer was hospitalized foe 37 days. The customer experienced high blood glucose with covid. The customer was treated with manual shots. The insulin pump was not giving the right amount of insulin. The insulin pump and reservoir will not be returned for analysis.